Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived at the station and found that row a in main cabinet drawer 1.1 had no cubies detected on the bus. In the hardware test application (hta), the row board appeared, and all cubies were visible, but they would not open or release. The row board a and drawer in main cabinet 1.1 were replaced. After replacement, functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. Attempts to recover the storage space were unsuccessful. The user power cycled the station by unplugging and reconnecting it, but the drawer still could not be recovered. The customer stated that the user managed to get the medications from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.